Event description:
It is reported that the pt has a button error on their insulin pump and the button will not work. Pt's blood glucose level is at 401mg/dl. Trouble shooting is conducted. Device is being returned. No further info available.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Insulin pump had button error alarm due to flattened all the buttons dome switch. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).